Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism and the lead tip was bent.

Event description:
It was reported that at implant the lead had a bend near the tip that prevented it from passing the svc (superior vena cava). The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.